Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Error detected 10037 was found in event history log. The customer's reported problem was verified. A error code message 10037 was detected when powering up the pump. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: the motor will be replaced. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the device was presenting with error 10037. No patient injury was report.